Manufacturer narrative:
Pump received with broken battery tube thread and broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call the insulin pump has a crack on the reservoir and battery compartment. Customer's blood glucose at the time of the incident was unknown. The device has been returned for analysis.